Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter deflated during use.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore; a DHR review could not be conducted. There was no complaint device returned for investigation physical assessment could be conducted and an investigation will be based on document review. Based on the complaint description, it was reopened that the catheters deflated during use which suggested that the balloon had leaked. Leak balloon may occur due to various reasons such as in contact with sharp object during use i.e contact with clamper, kidney dish/ tray or overinflating. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding , scarring or trauma. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with l0ml of distilled water and soak in water at 37'c for 14 days. Samples were then removed from soaking after 14 days and check for any leakage. No issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was reported that the catheter deflated during use.